Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after an alert was received. Upon interrogation, it was noted that the implantable cardioverter defibrillator - ICD exhibited undersensing and loss of capture. The ICD was reprogrammed. The patient experienced no consequences.